Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 428 mg/dl and her insulin pump was not working for several weeks. Customer ate cookies, 2 sandwiches and milk and blood glucose rised. Customer treated high blood glucose with bolus. Customer refused to troubleshoot for the high blood glucose. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.